Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rotation of the fixed helix left ventricular (lv) lead did not result in rotation of the helix itself and several attempts were required to place the lead. The lead also reportedly dislodged during implant. The lead was reanchored and remains in use. No patient complications have been reported as a result of this event.